Event description:
Distal end of trocar was noted to have jagged edges during operative procedure. Device removed and replaced with different trocar. Searched the operative field, room, strained all cannisters with fluid collection. No fragments found.